Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the operation of the left distal radius bone fracture, the screw went through the screw hole. This incident occurred during the final tightening of the screw with the torque limitation attachment. The screw went through the screw hole of the left upper radial side and went into the bone. The screw was removed by grasping the screw with a mosquito pean, and bracing the screw head with a screwdriver. The operation was completed without using this hole; there was a ten minute delay in the procedure. This report is for one unknown torque limitation attachment. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). This report is for one unknown torque limitation attachment/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.